Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-00616, reference MFR. Report: 1627487-2019-00618. It was reported the patient went to the emergency room (ER). An infection was present in the thoracic incision. The physician removed the lead and extensions. There was no ipg present due to this being a permanent trial.